Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause of the reported complaint was the defective processor board (pca), likely due to a defective component. Upon visual inspection, it was noted that the load plate cover was torn, unrelated to the reported complaint. The probable root cause was likely due to mishandling. The load plate cover needs to be replaced to address this observed issue. The archive data indicated system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. In addition, the archive data showed multiple ua02 advisory messages, unrelated to the reported complaint. Ua02 is a clearable message designed to alert the operator that autopulse has detected one of several conditions. As included in the operator's manual, the recommended actions to take for ua02 are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the reported complaint. The root cause was due to a defective processor board (pca). To remedy the "system error, out of service, revert to manual CPR" error message, the pca needs to be replaced. Further functional testing revealed that the brake gap was out-of-specification (too wide), unrelated to the reported complaint. To remedy this brake gap issue, the brake needs to be cleaned and adjusted. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).